Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Unable to confirm complaint, device not returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 92 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from trueresult meter to alternative meter. Back to back blood test performed by customer non-fasting on (B)(6) 2015 09:30am produced test results of 110 mg/dl using trueresult meter and 130 mg/dl using alternative meter. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 110 mg/dl and 108 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/18/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for (fasting / non-fasting) test results performed (date / time not set): (B)(6) adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause: user had an inaccurate reference. Correction of type of MDR: product problem. No adverse event was reported.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 92 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from trueresult meter to alternative meter. Back to back blood test performed by customer non-fasting on (B)(6) 2015 09:30am produced test results of 110 mg/dl using trueresult meter and 130 mg/dl using alterantive meter. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 110 mg/dl and 108 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/18/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for (fasting / non-fasting) test results performed (date / time not set): (B)(6). Adverse event not reported.